Manufacturer narrative:
A correction has been made to h4. Arjo received adverse incident report from mhra (medicines and healthcare products regulatory agency) # 2019/001/029/401/005 about flowtron acs900. As per the report, "the users reported a faulty flowtron pump - the wire was frayed so when it was plugged in it exploded and shot flames and sparks from the wire." There was no injury in relation to this event. Visuals inspection performed by customer clinical engineering revealed "mains damaged with both live and neutral wires exposed approximately 1metre from the plug end". From the customer's investigation we have learnt that the event occurred twice. The first event had been recorded under arjo internal number tw1531090 and medwatch report number 3005619970-2019-00012. Following the customer's report, before users shift, a loud bang and a blue arc was seen and that the electronics from a pendent and a patient monitor stopped working. Because the room was declared safe, the users entered the room. They noticed that the bed and mattress had no lights on and decided to transferred the mains cable plug from not working pendent to the working one. The moment they plugged in the flowtron pump main cable to the pendent a loud bang, flame and sparks were visible. Photographic evidences provided show wire with torn away outer insulation and cooper wires protruding. The mains cable had not have plug attached (according to the mhra report, the plug was cut off by the customer's electrician). As suggested by the customer's clinical engineering report, it was caused, most likely, due to entrapment in the bedframe mechanism. The user had knowledge about damaged cable prior to plugging it to the power socket (user stated that the situation happened twice, first one before the users shift), however they were told the room was safe, thus did not recheck the device. Flowtron acs900 is an iec 60601-1 compliance pump, with a degree of protection class ii against electric shock (double insulated). This device is provided with instruction for use; document 526933en rev e - 09/2018, which states: - "make sure that the mains power cable and tubeset or air hoses are positioned to avoid causing a trip or other hazard, and are clear of moving bed mechanisms or other possible entrapment areas", - "check all electrical connections and power cable for sings of excessive wear". In conclusion, the device was being used for patient treatment when the event occurred. The device played a role in the event as the mains cable had been damaged (therefore did not perform as intended) from misuse. Arjo reported this incident to the competent authority because the mains cable which had been damaged, was not excluded from use, which potentially may lead to hazardous situation.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Please note that arjo received incident report from foreign authority, but it was decided to add in data of person who initially reported this incident to the foreign authority, assuming the reported is the first source of information.

Event description:
(B)(6) informed arjo about events involving arjo flowtron acs900 pump. The pump had a mains wire frayed yet was left in use. As reported, "when it was plugged in it exploded and shot flames and sparks from the wire". No injury occurred in result of this event. According to the report, the user stated that the incident happened twice. The second event is to be submitted under MDR report number 3005619970-2019-00012 (B)(4).